Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged. As a result, the balloons would not remain inflated. Replacement kits were used to complete the procedures. The hospital did not report any patient complications. Since it is unknown the date of the event(s), the quantity used in each event, all three will be tracked under one case. This report is for the first device.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed.